Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, left-side rupture, pain, and "breasts are different shapes and sizes." The device remains implanted.

Event description:
Patient reported, left-side rupture, pain, and "breasts are different shapes and sizes." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b6, b7.

Event description:
Patient reported, left-side rupture, pain, and "breasts are different shapes and sizes." The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h10 devisual analysis of the photographs identified: visibility/palpability: unable to observe since it is a medical event and is not related to the device. Pain: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.vice evaluation:

Event description:
Patient reported, left-side rupture, pain, and "breasts are different shapes and sizes."the device has been explanted.